Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found an external insulation abrasion on the is-1 connector leg exposing the ring electrode coil consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.